Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an eri trip on september 22, 2005. Measured battery data was 2.36 v, 10 ua, 28.1 kohms. A previous check on january 5, 2005, gave measured data as 2.73 v, 8 ua, 2.3 kohms with three years longevity remaining. Due to a diagnostics anomaly, the eri indicator did not trip at the appropriate time.